Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates blood loss did occur. Blood loss was less than 250ml. The actual device was returned to the manufacturing facility for evaluation. Visual examination revealed no visual defects. The valve was inspected under microscope and no defects were observed. An evaluation of the retention samples from the reported part/lot # combination as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint files confirmed there have been no previous reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based upon the available information, the valve leakage may have occurred if the device was used in combination with the power injector through the side arm causing damage to the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "do not use a power injector through the side tube and 3-way stopcock. Excessive leakage may occur through the ccv valve with high/rapid flow injections such as an injection of contrast to provide a comprehensive image of the aortic arch. If rapid injections are required, remove the ccv valve and inject directly through the sheath hub." A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: when power injecting through the sheath side port, contrast sprayed out of the valve and hit the roof and walls; psi was adjusted down and it still occurred; blood loss was less than 250ml; the procedure was completed; and (5) the patient was reported as doing good.